Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+2.0/092 (sphere/ cylinder/ axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2021 and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.